Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had no effect since implant on (B)(6) 2016. The patient had the poor communication screen on the patient programmer. The patient was not recently implanted or had a revision surgery. The patient was never trained. The patient used an antenna, confirmed the antenna was secure, synced with the implantable neurostimulator (ins), and this resolved the issue. The patient didn't have the antenna over the implant and it was an education issue. The patient would monitor their symptoms and continue to increase as needed. The patient had an infection at the ins area on the patient's right side due to a sudden change since (B)(6) 2016. The infection was not confirmed and a swab of the site was taken. The patient had drainage and incisional wound opening. There was a clear fluid mixed with blood that came out. Part of the incision had come open and they put the patient on oral antibiotics when they went to see their health care provider (hcp) on (B)(6) 2016. On (B)(6) 2016, they told the patient they had to pack the ins site incision wound every day. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.